Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment, not all fibers were filling with blood in the dialyzer; some fibers were filling with blood while others were not, "white stripes" were noticed down the dialyzer during treatment. There was no leak, the machine alarmed and there was no damage noticed on the dialyzer. Estimated blood loss was 250cc's. Blood was not returned to the pt. Pt had no adverse effects and required no medical intervention. Sample is not available; sample was discarded.